Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. This report is relaying additional information. Device evaluation: visual inspection of the device shows the end has snapped off. Potential cause root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. It could also be attributed to the hardness of the patient's bone. DHR review per DHR review, the part was likely conforming when it left zimmer biomet control. Device use this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that the surgeon was using a lenke probe in an aggressive manner intra-operatively when creating the pathway for a pedicle screw due to the patient's difficult anatomy and hard bone when the tip of the probe broke off. The surgeon chose to leave the piece in place since it was encased in the bony anatomy and would not affect the patient. A different probe was used to complete the surgery without further patient impacts.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the surgeon was using a lenke probe in an aggressive manner intra-operatively when creating the pathway for a pedicle screw due to the patient's difficult anatomy and hard bone when the tip of the probe broke off. The surgeon chose to leave the piece in place since it was encased in the bony anatomy and would not affect the patient. A different probe was used to complete the surgery without further patient impacts.